Manufacturer narrative:
As reported, the 120cm outback elite re-entry catheter was inserted but it could not cross. It was removed from the patient body and attempted to be flushed. However, it could not be flushed. Therefore, it was replaced with a new outback and the procedure was completed. There was difficulty advancing the outback to the lesion. There was difficulty/resistance actuating the product. There was difficulty removing the outback from the patient. Some force was used at any time during the procedure. An ipsilateral antegrade approach was made. There was no reported patient injury. The device is expected to be returned for evaluation. A non-cordis wire was used during the procedure. The lesion was moderately calcified. There was no vessel tortuosity. The percentage of stenosis was (B)(4). The device was used for a chronic total occlusion. The physician received online training on the use of the device. The device was stored and handled per the instructions for use (IFU). There was no damage to the outback device noticed prior to opening the package. The device prepped normally/according the instructions for use (IFU). The catheter was prepped in the straight configuration. The cannula tip was fully retracted before insertion. All the specified ports of the device were properly flushed. The device was straight prior to loading. Other additional procedural details were requested but were unknown. One non-sterile outback elite 120cm re-entry unit was received for analysis inside a plastic bag. The cannula needle was received fully retracted (not deployed). Dried blood residues were observed on the handle of the unit. No anomalies found. Note: the outback elite catheters are packaged with the cannula deployed. Per functional analysis, the unit was properly flushed. A lab sample syringe filled with water was attached to the flush and wire ports located on the handle of the unit and successfully flushed. The water dripped out from the distal end of the catheter. Besides blood residues, neither resistance nor loosen material/ matter was observed during flushing procedure. Also, functional test to determine the level of functionality of the returned device was successfully performed. The cannula was advanced and retracted several times via distal movement of the deployment slider. No anomalies observed. Additionally, an insertion/ withdrawal test was performed. The outback elite successfully passed through a lab sample 6f (recommended sheath size) and no anomalies were found. Per dimensional analysis, the cannula deployment length and the usable length as well as the outer shaft diameter of the outback elite were measured and found within specification. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿cto catheter system flushing difficulty,¿ ¿cto catheter system failure to cross,¿ and ¿cto catheter system withdrawal difficulty¿ were not confirmed through analysis of the returned device. The exact cause of the reported events could not be conclusively determined during analysis. Based on the information available for review and the product analysis, lesion characteristics (such as tortuosity and calcification) and procedural/handling factors likely contributed to the failure to cross reported since there were no anomalies noted to the device and due to the nature of the complaint. Difficulty crossing a lesion or an anatomical structure is a known procedural occurrence. The consequences of crossing difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing is most commonly related to the patient anatomy, operator technique and appropriate device selection. Regarding the issue of flushing the device after removal from the patient, it is not possible to determine what factors may have contributed to this flushing difficulty since flushing was performed successfully with no anomalies noted during analysis. Also, it is not possible to determine what may have contributed to the withdrawal difficulty reported since the device was found within specification and passed insertion/withdrawal test. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the outback elite re-entry catheter should be kept straight during flushing, preparation steps and during guidewire loading. A sterile gauze sponge with heparinized saline may be used to wipe the catheter (with the cannula in the retracted position) going from the proximal hub to the distal tip. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atmospheres to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive calcification at the site of re-entry may impair performance.¿ in the directions for use, the IFU states, ¿flush the outback elite re-entry catheter thoroughly, at the flush port and the guide wire port, with sterile heparinized saline until the solution exits the distal end of the catheter. Wait 30 seconds then flush again. Ensure proper function of the outback elite re-entry catheter by retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops. Prior to insertion into the body, ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked in the most proximal position. If not, repeat flushing sequence.¿ the IFU also instructs, ¿release any stored torque in the outback elite re-entry catheter shaft once the cannula tip is properly positioned. Ensure the ¿lt¿ directional marker band slot is oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide. Retract the cannula tip into the outback elite re-entry catheter by fully retracting the handle deployment slide until it stops. Release the handle deployment slide button to lock the deployment slide in the retracted position. Ensure the cannula tip is fully retracted into the catheter lateral port, and the handle deployment slide is locked, prior to withdrawing the catheter over the guide wire.¿ neither the information available nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
No new updates to the report. Report generated in error.

Manufacturer narrative:
Additional information to include from initial reporter: (B)(6). A device history record (DHR) review could not be conducted as the sterile lot number was not provided. This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 120cm outback elite re-entry catheter was inserted but it could not cross. It was removed from the patient body and attempted to be flushed. However, it could not be flushed. Therefore, it was replaced with a new outback and the procedure was completed. There was difficulty advancing the outback to the lesion. There was difficulty/resistance actuating the product. There was difficulty removing the outback from the patient. Some force was used at any time during the procedure. An ipsilateral antegrade approach was made. The doctor wants to know why it could not be flushed and requested a customer letter. There was no reported patient injury. The device is expected to be returned for evaluation. A non-cordis wire was used during the procedure. The lesion was moderately calcified. There was no vessel tortuosity. The percentage of stenosis was 100%. The device was used for a chronic total occlusion. The physician received online training on the use of the device. The device was stored and handled per the instructions for use (IFU). There was no damage to the outback device noticed prior to opening the package. The device prepped normally/according the instructions for use (IFU). The catheter was prepped in the straight configuration. The cannula tip was fully retracted before insertion. All the specified ports of the device were properly flushed. The device was straight prior to loading. Other additional procedural details were requested but were unknown.